Event description:
It was reported that a patient (pt) had a break in aseptic technique, during peritoneal dialysis (pd) therapy, which caused peritonitis. On an unreported date in the year prior to this report, the pt began treatment with dianeal pd4 ambuflex therapy (dose, frequency, and lot number not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the pt experienced a possible touch contamination, which was further described as the pt had been around family members recently who were experiencing streptococcus (strept) throat infections. Subsequently the pt experienced peritonitis, however they were not hospitalized for the event. On an unreported date, the patient was treated with vancomycin, ip (dose, frequency, and lot not reported) for the peritonitis. Concomitant therapy was not reported. On an unreported date, the patient was retrained on proper aseptic technique for performing pd therapy. At the time of this report, dianeal therapy was ongoing and the patient was recovering.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.